Event description:
Created unsafe driving conditions due to blurring of vision. After one month of use lenses developed tiny circular scratch marks. Pt was very careful to use only the supplied cleaning cloth to clean lenses.